Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6)2022, with lot number 2164527. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as surgical damage additional observations: creases observed on device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side rupture confirmed via MRI. The device has been explanted.